Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's stimulation decreases by itself and the patient is not receiving adequate therapy. Re-programming was attempted without success. X-rays were taken and found that the lead has migrated as well as a suspected but not confirmed fracture. As a result, surgical intervention may occur.

Event description:
Product manufacturer reference number: 1627487-2019-11453.it was reported that the system was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.